Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was 7.7 mmol/l. The customer stated that the plastic around the reservoir compartment is missing. The customer was asked to disconnect from the pump. The customer was not involved in a car accident. The customer stated that the screen is okay. The customer will be sent a replacement pump. The customer will return the pump for analysis.